Event description:
Device 1 of 3. Reference MFR report 1627487-2011-03138, -03139. Pt had two scs systems along with surgical leads implanted on (B)(6) 2007. It was reported that the pt could not increase stimulation past perception on the system for his legs. Perception line automatically decreased and an hourglass was observed and this occurred on all his programs. A reprogramming session was scheduled, and it was determined that at least one of the pt's lead contacts measures invalid. The rep was able to reprogram to give the needed stimulation. No further issues were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.